Event description:
It was reported that the pump alarmed with "high pressure" after around three days of use and blood was found in the catheter. The clinician then removed the catheter immediately. Another intra-aortic balloon (iab) was not inserted. There was no reported injury or complication concerning the patient. Additional information received from the distributor on 1/4/2010 stated the iab was prepped per the instructions for use and another iab was not inserted because the patient no longer required iab therapy.

Manufacturer narrative:
(B)(4). The event was initially believed to be asr reportable through our exemption for balloon ruptures. However, upon device evaluation, the event was found to be due to a malfunction other than a balloon rupture. Evaluation: the iab, driveline pump tubing with the 30 cc connector and teflon sheath were returned for evaluation. Dried and liquid blood were noted on all interior and exterior surfaces of the iab, saf sheath, side arm of the sheath, one-way valve, short driveline tubing and driveline pump tubing with 30 cc connector plug. The central lumen was bent approximately 5.5 cm and 44 cm from the distal tip of iab. The central lumen was kinked/broken approx 68.5 cm from the distal tip of iab. An in-house spring wire guide (swg) was passed through both directions of the central lumen and would not pass the kink/break in the central lumen. The iab was submerged and pressurized in water. Bubbles exited the distal tip and luer end of the iab indicating a broken central lumen. Both ends of the iab were blocked off. No leaks were observed in the bladder or iab. The central lumen was cut down approximately 2 mm above the bifurcation for further review of the central lumen. The central lumen was confirmed broken 68.5 cm from the distal tip of the iab. Both ends of the central lumen matched up to each other and determined that the full length of the central lumen was present. The reported complaint of "leak (suspected)" is confirmed. The central lumen was broken allowing blood to leak into the iab. The potential cause of the central lumen break was due to being bent in a tight radius from patient movement.